Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4), this 8105 according to biomed when he power up the device, is not showing any display at all. I ask (B)(4) if he tried replacing any parts, biomed told me that he replaced front keypad and now is showing no display at all. I suggested to open up the front keypad case and re-inspect the cable connections. There is a possibility that the lcd cable connection might not seated correctly. Biomed will do my suggestion and will call back if need further assistance.